Event description:
It was reported to medtronic neurosurgery that when the physician was checking the catheter before the surgery, they found it to be leaking. According to the report, the physician used a new catheter to complete the operation. The report stated that the patient was ok. Reportedly, the device did not contact the patient.

Manufacturer narrative:
The ventricular and peritoneal catheters met the requirements for leak and patency testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The returned valve was patent. It did not meet the specifications for leak, siphon, reflux or pressure-flow testing at -50cm hydrostatic pressure (hp) due to a tear in the bottom membrane of the delta chamber. It is unknown how or when the damage occurred. The device met the requirements for pressure flow testing at 0 cm hp and pre-implantation pressure testing. There was proteinaceous debris observed in the interior of the valve. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).